Event description:
Statement in 2nd sentence reads " vigilance activity to report identified events was implemented march 19, 2014." The year should read 2015.

Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 19, 2014. The following event was identified and is being reported to the FDA. The dealer reported to agfa on 11/05/2013 that their customer had experienced an incident on (B)(6) 2013, where the dx-d600 overhead tube crane (otc) moved on its own accord. Sequence of events described as below. They performed an adbo using the table bucky. Manually moved the otc away. Started helping patient up. Noticed tube had started moving back towards bucky. Stopped tube moving by grabbing and releasing handle brake. The dealer provided logs and site investigation results to agfa for use in (B)(4) (agfa's supplier) investigation. Additional verification tests were performed by (B)(4). Investigation revealed: the tracking mode was not disabled by user. The safety function of the system was normal. Service needed to configure file for otc - vertical compressor to be @ 100.00. Design related to u-translation at default value of 300mm. Based on (B)(4) analysis of event issues, the root cause of all the problems reported are due to a misuse of the system by the customer. Corrections taken as a result of the investigation: recommendation to service to configure file for otc - vertical compressor to be @ 100.00 recommendation that re-training be provided to the end user in correct use of the otc. There were no reports of harm to any patients or users.